Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 490mg/dl at the time of the incident. The patient's current blood glucose was 225mg/dl. The customer reported that she was having an issue with an infusion set that was not part of a recall. The customer reported that her blood glucose was high but dropped too low after each bolus. The customer treated for high blood glucose with injections. The drive support cap appeared normal (slightly indented). The customer was advised to call when tubing clamp received to perform high pressure test. The customer reported that she had low blood glucose after blousing and it went down to 74mg/dl and she kept eating and checked her blood glucose. The patient¿s blood glucose was 74 mg/dl. The patient's declined to provide current blood glucose level. The patient treated it with food. The patient had been experiencing low blood glucose after she changed her set yesterday morning. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.